Manufacturer narrative:
Result: foot board shell.

Event description:
It was reported by service report that the footboard cracked on the outside shell. No patient involvement or adverse consequences are reported.